Event description:
Reportedly, when an attempt was made to defibrillate the pt through the therapy cable, the device repeatedly displayed connect electrodes. The crew replaced the therapy cable and defibrillation was accomplished. The pt was accomplished. The pt was not resuscitated. There was no report of an association between the pt outcome and the event.